Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced with a new one. The ipg replacement was the physician's preference. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision.